Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On the day of the call around 9:30-10:00pm, the blood sugar was normal. The cgm value at that time was not specified. It was not specified whether a bg was checked. The patient dosed about 12 units of insulin instead of 3. Shortly after, the patient collapsed to the floor. The patient stated the cgm wouldn't even register (value was not specified nor clarified). The spouse saw the information on her phone and rushed to go back home from work. She gave him glucagon spray. At the time of the report, the bg was 186 mg/dl while the cgm was 150 mg/dl. At the time of the report, the patient had recovered. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available during the time the patient was symptomatic to search within the parkes error grid calculator. The reported glucose values for the time of the report fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.